Event description:
Reportedly, this valve was explanted after 12 years implant duration due to mitral regurgitation. No further info was provided.

Manufacturer narrative:
Evaluation summary: examination of the returned device revealed extensive intrinsic and extrinsic calcification on the aortick walls, bellies, and free margins of all three leaflets. This calcification contributed to incomplete coaptation, wavy free margins, and tissue disruptions one notable tissue disruption due to calcification was found along the aortic wall on the cusp 2 leaflets at the commissure post 3. Moderate host tissue overgrowth had encroached onto the valve orifice by 2 mm. Host tissue overgrowth was also found on the outflow aspect of the valve that had encroached onto the orifice by 3mm. Calcification and host tissue overgrowth are pt-related occurrences.